Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a vitrectomy surgery in an ophthalmic console the vitrectome was not cutting at all. Surgery was completed with no reports of patient harm.additional information has been requested.

Manufacturer narrative:
The pneumatics module was received, and a visual assessment of the returned sample revealed no obvious nonconformity. The pneumatics module was tested. The reported event was replicated. The root cause was found to be the l5 valve of the pneumatics module. The root cause of the reported event is attributed to nonconforming l5 solenoid of the pneumatics module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).